Event description:
This procedure was performed in (B)(6).the customer states that during ablation the output of the radiofrequency generator will not decline under 25w and alarm occurred several times. The patient complained of a pain, and tumescent local anesthesia was administrated additionally. No patient harm. Patient age, gender: not provided.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the closurefast catheter was received for evaluation. No ancillary devices or sonogram images from the procedure were received. The closurefast catheter was received loose and nested in a series of pouches. The connector was examined: pins are straight. The catheter was examined: the coil has a bend and a kink approximately 32.7cm proximal of the distal tip. The catheter did pass continuity and resistance functional testing: e+ to e- 85.6ohms (80ohms to 113ohms), tc+ to tc- 106.7ohms (less than or equal to 250ohms), resistor 1 value 13.95kohms (13.43kohms to 13.97kohms), and resistor 2 value 8.16kohms (7.90kohms to 8.22kohms). The catheter passed functional testing: proper device recognized by rfg2, ((B)(4)), when plugged in, low temperature advisory displayed when activated, when activated cycle starts without advisory message, temperature rises to 120c, and device completes cycle without advisory messages. The catheter passed functional testing: proper device recognized by rfg2, ((B)(4)), when plugged in, low temperature advisory displayed when activated, when activated cycle starts without advisory message, temperature rises to 120c, and device completes cycle without advisory messages.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.(B)(4).